Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, and the pump could not resume its function. As corrective action, a replacement pump with updated software was arranged to be sent to the customer, who will use multiple daily injections (mdi) as backup therapy. The customer was also advised on the necessary procedures for receiving and returning the pump.